Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: according to the information received, it was reported a rupture on a breast implant and capsular contracture. During evaluation of the sample, it was found to be ruptured at the edge of the device. No other anomalies were discovered. A manufacturing record evaluation was performed for the finished device number 5905866, and no non-conformances related to the reported complaint condition were identified. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. Capsular contracture in the patient¿s breast is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Due to external causes, no further investigation will be conducted at this time. Reason for device explant and/or reoperation: left-sided capsular contracture, rupture. Concomitant medical products: 450cc mentor memorygel breast implant(catalog #:3504501bc, serial #: (B)(4)). Manufacturer¿s reference number: pc-000412511

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture and rupture. The rupture was visualized via MRI performed in 2016. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019. The patient has a history of right stereotactic core biopsy at the age of (B)(6).